Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, two bottles containing the residuals of both implants were observed. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade IV since no clarification of the lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 475cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures and bilateral capsular contracture; baker grade IV postoperatively. As a result, the patient underwent bilateral replacement surgery with mentor gel devices on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.